Manufacturer narrative:
The event is already addressed in the labeling. No further action is initiated.

Event description:
(B)(4). On (B)(6)-2015, galderma medical services received a call from a galderma sales representative who reported an adverse event. The reporter in the case is the office manager, who informed the galderma sales representative of the adverse event on (B)(6)-2015. On (B)(6)-2015, galderma medical services attempted to reach the reporter for additional information. The reporter however was not available. The following information is the details that was provided by the sales representative: a female patient around the age of (B)(6) experienced a severe reaction to restylane l which started on (B)(6)-2015. No further information was available at the time of this report. A follow-up report was received on 17-sep-2015 from the (B)(6) patient. She had a medical history of attention deficit disorder (add) and depression. Concomitant medications included; adderall (obetrol) 10 mg tablet daily for add and effexor hcl (venlafaxine hydrochloride) 150 mg pill once daily for depression. She had previous fillers to include: perlane to the right nasolabial fold, oral commissures, chin and upper lip and radiesse to the l nasolabial fold, upper lip and oral commissures on (B)(6)-2007, perlane to nasolabial fold and oral commissures and restylane to to nc on (B)(6)-2011, radiesse 3 ml to the nasolabial fold and oral commissures on (B)(6)-2012, perlane and restylane to the nasolabial fold and oral commissures on (B)(6)-2012, and perlane 1ml to the nasolabial fold and oral commissures and belotero to the nasolabial fold and oral commissures and chin on (B)(6)-2014. She been receiving cosmetic injections since 2007 without any problems. On approximately (B)(6)-2015, the patient was injected with restylane -l (lot code 12850-1, expiration date 31-jan-2016) into the nasolabial folds area. The patient stated that a 2 ml syringe was used for the procedure. The patient started to experience swelling around the nasolabial fold area as well as around the lips. The reaction was greatest around the lip area which was not injected with restylane l. The swelling seemed to be greater on the right side. The patient went to the ER (emergency room) twice since the injection. She was treated with prednisone with a starting dose of 30 mg daily and the swelling started to go down. As soon as the dosage was decreased to 10 mg per day, the swelling came back. The patient reported that she has been going up and down on her prednisone dose over the past few weeks. She was advised by her dermatologist to see the allergist about her condition. The patient went to see the allergist and the allergist mentioned that another girl had a similar reaction and was also having difficulty getting off of prednisone also. No further information was available concerning the other patient. The allergist suggested going to cyclosporine to treat the condition. As of the date of this report, the decision to switch over has not been made. As of the date of this report, the outcome is ongoing and the patient will be following up with her dermatologist and allergist. Before and after injection photos of the patient were included with the report. A follow-up report was received from the physician who confirmed that the product used for the patient was restylane-l. No further information was available. Addendum 2: on (B)(6)-2015, the galderma medical services call center received from the patient's physician. On (B)(6)-2015, (B)(6), a female patient, received restylane l 2 ml via retrograde injection method on the nasolabial folds for augmentation. On (B)(6)-2015, the patient came into the physician's office and reported that the patient developed swelling on the nasolabial folds and lips soon after injection and was started on a course of prednisone on (B)(6)-2015. Since then, the patient was seen by the physician on a regular basis and was on five to six courses of prednisone tapering schedule for treatment of swelling and oxycodone for treatment of pain due to swelling. The patient was also referred to an allergist by the physician, and the allergist confirmed that the patient should take prednisone for treatment of swelling, but also recommended cyclosporine. The patient did not start cyclosporine. The last visit by the patient was on (B)(6)-2015, and the event was still ongoing at that time. No additional information was available at the time of the report. On (B)(6)-2015 the company upgraded the case to fulfill the criteria for reporting to regulatory authority based on the information received on (B)(6)-2015 where the treating physician reports that the patient still had not recovered at the time of last visit on (B)(6)-2015 (7 weeks post treatment).

Manufacturer narrative:
CAPA: the event is already addressed in the labeling. No further action is initiated. Pharmacovigilance comment: a causal relationship between the events and the treatment is possible. The injection technique or the injection procedure per se may also have contributed to the events. The report incl. Photos describes a severe case of recurrent swelling where the patient, despite treatment with several courses of prednisone in tapering dose and pain reliefs, has not recovered. The patient has been seeking advice and treatment for the adverse event from the emergency room and the treating physician. The patient had also been referred to a dermatologist and an allergist. On 23-oct-2015 the company upgraded the case to fulfill the criteria for reporting to regulatory authority based on the information received on 05-oct-2015.

Event description:
Case number: (B)(4). A follow-up report was received on 29-feb-2016 from the physician. The patient was not pregnant. She had a fitzpatrick skin type iii-IV. No comment was made as to her medical history or concomitant medications or allergies. On (B)(6) 2015, the patient was injected with 2 ml of restylane-l (lot code 12850) into the nasolabial creases (1 ml in the left and 1 ml in the right) using a retrograde technique. She was also injected with xeomin (lot code 491205) 20 units total in the glabella area on the same day. On the same day she developed severe angioedema of the lips that was treated with the following: prednisone 10 mg taper- 50 mg times 2 days, 40 mg times 2 days 30 mg times 2 days, 20 mg times 2 days, 10 mg times 2 days for a total of 40 doses from (B)(6) 2015. Then she was treated with prednisone taper 10 mg-40 mg times 7 days, 30 mg times 7 days, 20 mg times 7 days and 10 mg times 7 days for a total of 70 doses from (B)(6) 2015 and from (B)(6) 2015 and an unknown dosage. The causality was possible for substance and injection. The event was ongoing at the time of this report. The physician stated no serious criteria applied to this case report.

Manufacturer narrative:
CAPA: the event is already addressed in the labeling. No further action is initiated. Pharmacovigilance comment: a causal relationship between the events and the treatment is possible. The injection technique or the injection procedure per se may also have contributed to the events. The report incl. Photos describes a severe case of recurrent swelling where the patient, despite treatment with several courses of prednisone in tapering dose and pain reliefs, has not recovered. The patient has been seeking advice and treatment for the adverse event from the emergency room and the treating physician. The patient had also been referred to a dermatologist and an allergist. On 23-oct-2015 the company upgraded the case to fulfill the criteria for reporting to regulatory authority based on the information received on (B)(6)-2015. This case was submitted as followup #2 on 03-mar-2016 in error. This case should have been submitted as version #1

Event description:
(B)(4). A follow-up report was received on (B)(6)-2016 from the physician. The patient was not pregnant. She had a fitzpatrick skin type iii-IV. No comment was made as to her medical history or concomitant medications or allergies. On (B)(6)-2015, the patient was injected with 2 ml of restylane-l (lot code 12850) into the nasolabial creases (1 ml in the left and 1 ml in the right) using a retrograde technique. She was also injected with xeomin (lot code 491205) 20 units total in the glabella area on the same day. On the same day she developed severe angioedema of the lips that was treated with the following: prednisone 10 mg taper- 50 mg times 2 days, 40 mg times 2 days 30 mg times 2 days, 20 mg times 2 days, 10 mg times 2 days for a total of 40 doses from (B)(6)-2015 until (B)(6)-2015. Then she was treated with prednisone taper 10 mg-40 mg times 7 days, 30 mg times 7 days, 20 mg times 7 days and 10 mg times 7 days for a total of 70 doses from (B)(6)-2015 until (B)(6)-2015 and (B)(6)-2015 and an unknown dosage. The causality was possible for substance and injection. The event was ongoing at the time of this report. The physician stated no serious criteria applied to this case report.